Manufacturer narrative:
H6 - codes - correction. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as images were not submitted for review. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and right heart failure as an adverse event that may be associated with the use of the heartmate ii lvas. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant. The patient was elevated to the transplant list due to right heart failure that required temporary mechanical circulatory support (mcs) and later discovered obstruction of the outflow graft. The patient had symptoms of shortness of breath and fluid volume overload. Right heart catheterization revealed cardiac index of 1.5 and pulmonary artery pulsatility index less than 1. It was unknown if the right heart failure existed before implant but it was not believed so as the pre-implant echocardiogram (echo) stated "normal right ventricular systolic function". However, device related issues did not cause or contribute to the right heart failure. It was noted that immediately following placement of the temporary mcs, the patient developed pulmonary hemorrhage for which systemic anticoagulation was paused for 4 days. The patient was also placed on veno-venous extracorporeal membrane oxygenation (vv ECMO) on 10may2024 after development of the pulmonary hemorrhage. The speed was increased from 9400 to 9600 two months ago during right heart catheterization. Computed tomography (CT) images were unable to be provided. The device reportedly operated as expected.